Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) exhibited fault code 1003, indicating the voltage is too low for the projected remaining capacity. A request was made to have data from this device analyzed. Device replacement was recommended. The device remains in service and the patient will be monitored at this time. No adverse patient effects were reported.